Event description:
A customer contacted baxter's technical service center to report sparks with the homechoice (hc) machine when turned on. Per initial report, the on-call registered nurse (rn) did not have a lot of information and just stated that when the home patient (hp) would turn on the hc machine it sparked and smoked. The rn was requesting a new hc. The hp had not called because he stated baxter was closed. The technical service representative (tsr) explained that baxter was not closed and is open 24 hours a day. The rn requested delivery of the new hc machine and he would program the new hc machine. The tsr arranged to swap the hc machine and discussed the use of the continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrived. Corporate product surveillance (cps) spoke to the home patient (hp) in 2009. Per the hp, the hc machine was plugged into a grounded outlet and when it was turned on to begin therapy, smoke and sparks began to rise from the back portion of the device. The device then shut itself off without having to turn the power off. The hp received a new device and has continued therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
.